Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected twice, the first time on (B)(6) 2010 with 3.0ml of coaptite (lot 1018438 x 2 and 1018439) and again with 2.0ml of coaptite (lot 1020122 x2) on (B)(6) 2011. The pt required foley catheter placement prior to leaving the office, after the (B)(6) coaptite procedure. The catheter remained in place for one day. The info was listed in the 1 month post ae form; the ae severity was mild. The pt also developed a urinary tract infection on (B)(6) 2010, and was treated with antibiotics until resolution on (B)(6) 2010. The physician assessed the severity of the uti as mild and definitely not related to the coaptite injection. On (B)(6) 2011, during urinalysis and pt's report, the pt had developed a second uti, and was treated with antibiotics. The symptoms resolved on (B)(6) 2011; physician assessment was mild severity and definitely not related to the (B)(6) coaptite injection.

Manufacturer narrative:
Additional info for sections: catalog# 8005p10, lot# 1018439, expiration date: 04/2013. Implant date: (B)(6) 2010. Manufacture date: 04/2010. Catalog# 8005p10, lot# 1020122, expiration date: 07/2013. Implant date: (B)(6) 2011. Manufacture date: 07/2010. This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(4) 2011. At the time of this report, the symptoms had resolved. The device history records for three coaptite lots 1018438, 1018439 and 1020122 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.